Event description:
Nurse noted audible alarm coming from patient's room. Upon investigation, vision bipap machine rented from fitzsimmons, was showing visual alarm that it was inoperable. Patient's o2 saturation was 88%, patient hr was in 130s and rr 32-34. Patient removed from bipap machine and placed on 100% nrb mask. Vs stabilized. No adverse effect to the patient. Called by dpo to do equipment check on bipap. Machine placed in dir of rts office until investigation complete.